Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead insertion site. The patient showed symptoms of fever and pus. The patient was prescribed intravenous antibiotics. The physician was unable to determine the cause of the infection.